Manufacturer narrative:
Testing of devices confirms lancets did not meet specification. Further investigation showed incoming inspection noted product did not meet specification. Vice president of operations wrote justification for accepting the lot. Product was put into inventory. Subsequent to production of this lot improvements were made to the production process.

Event description:
Customer indicates the lancet does not puncture sufficiently. Return of suspect devices was requested.